Manufacturer narrative:
(B)(4). Event date: event was reported to have occurred the week of (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood backed up into a clearlink paclitaxel set. The set was being used with a spectrum pump while infusing dextrose and electrolytes at a rate of 2.4 ml/hr. The pump was unplugged and plugged back in during the infusion. After the blood backed up, the patient's peripherally inserted central catheter (PICC) became occluded and was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.